Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). Money and time wasted. My son was covid positive yesterday at urgent care and has bronchitis. I've been sick for 4 days and this isn't giving me anything positive not even faintly. Tried 2x followed directions exactly. I've had a raspy voice, and I've lost my voice for the last two days and I have bodyaches for four days. I am not wasting my time with this test again I'm just gonna have to go to urgent care.